Manufacturer narrative:
9/18/1998-supplemental report sent to FDA.

Event description:
The device was used during an lar procedure. Reportedly, the staples were missing. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.